Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. The instrument was found to have a bent main tube. The bending damage is located at the midpoint area. This causes the jaws not to move properly. Components adjacent to this bent main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was locked up. The procedure was completed with no reported injury.